Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device is broken.

Manufacturer narrative:
The tibial articular surface provisional (tasp) was found to have been fractured ans was returned. Visual inspection confirms that the tasp has a fragment of the central post fractured cleanly off with another crack appearing in the central post. The devices are used for treatment. The surgical technique was alleged to have been adhered to by a zimmer-biomet sales representative but it is unknown if they were present during surgery. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The device was manufactured before the design modification and was part of the re-design scope. Therefore the root cause can be considered to be a previously addressed design issue.